Event description:
As reported, in 2007, this pt underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. A reintervention took place on approx seven months later, due to a type I endoleak. An add'l gore tag thoracic endoprosthesis was implanted, the endoleak resolved, and the pt is doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.